Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 60 stapler instrument and performed failure analysis (fa) evaluation. Fa did not replicate nor confirm the customer reported complaint. The stapler instrument was placed and driven on an in-house system. The instrument passed initialization, moved intuitively with full range of motion in all directions, and the jaw opened and closed properly. The firing test was performed twice with different orientations of the distal end. The instrument clamped, fired, and unclamped without error. Advanced stapler logs show a sureform 60 stapler instrument was installed on the system 4 times and fired 3 sureform stapler reloads (2 blue, followed by 1 white). On install 1, all clamps were successful, and the firing was completed with no pauses for compression. On install 2, a blue stapler reload was loaded, however no clamping or firing was performed. On install 3, the first clamp was successful, and the firing was completed with no pauses for compression. The stapler instrument was then removed and replaced with a stapler 30 instrument for one install. This stapler was then re-installed a 4th time. The first clamp was successful, and the firing was completed with no pauses for compression. The instrument was then removed and not used again in the procedure. There were no errors pertaining to the use of this stapler in the system logs.

Event description:
It was reported that during a da vinci-assisted bariatric revision procedure, there was staple line bleeding. The procedure was completed robotically, but further details regarding the incident are unknown.